Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and per the physician the reported slda appears to be related to patient conditions and procedural conditions associated with suboptimal imaging. Image resolution poor is related to procedural conditions associated with suboptimal echocardiograph imaging. Tricuspid regurgitation resulting in dyspnea appears to be due to the slda. Tricuspid regurgitation and dyspnea are known possible complications associated with triclip procedures. Unexpected medical intervention and hospitalization are a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 4 tricuspid regurgitation (tr). Two triclips were implanted, one on the anterior and posterior (a/p) leaflets and the other on the posterior and septal (p/s) leaflets. The tr was reduced to grade 1. On (B)(6) 2024, during a post-procedure echocardiogram, a single leaflet device attachment (slda) was noted. The clip remained attached to the posterior leaflet and was detached from the septal leaflets. The patient returned with dyspnea and recurrent grade 4 tr. Per the physician, the bad echocardiograph visibility during the original case contributed to the slda. On (B)(6) 2024, a second clip intervention was performed to stabilize the slda. The tr was reduced to grade 1.